Event description:
The surgeon reported, on (B)(6) 2012, a patient underwent removal of the product due to persistent nonunion of the fracture and procidentia of the distal part of the nail into the knee joint. Description of the surgical procedure: nail removal, reaming of the femoral canal, new fixation with intramedullary nail and affixing of autologous bone graft (duration about 3 hours). Surgeon's comments: the removed nail did not show at macroscopic examination, signs of wear, damage or mechanical malfunction.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report.